Manufacturer narrative:
One ts105f5 catheter was returned for examination. The reported issue was unable to be confirmed. The thermistor connector was able to be connected to the lab 70cc2 cable without difficulty. The catheter was submerged in a 37.0 degrees c water bath and read 37.0 degrees c on the vigilance ii monitor. The thermistor circuit was continuous. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. All through lumens were patent without any leakage or occlusion. Cut down was performed on thermistor connector and there was no visible abnormality. A device history record review was completed and documented that device met all specifications upon distribution. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that this edwards 5fr swan-ganz was defective. The thermistor connector did not work. The event occurred when trying to calculate outputs. The customer tried switching out every cable and ultimately tried a second catheter. There was no injury to the patient. Medwatch 3902560000-2022-8054 was received with additional information that changed the reportability. It was reported that the swan was prepped and checked, and everything mechanically worked properly. Once inserted, the physician attempted to obtain thermodilutions. The numbers were very inaccurate and very extreme in both directions with no indication as to why. Patient demographics were provided.